Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and failure analysis investigation did not replicate nor confirm the customer reported event. Visual inspection displayed no signs of physical damage. The instrument was returned with a reported complaint that does not affect the functionality and is a part of the instruments design. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument hook was manually manipulated, and the instrument passed an electrical continuity test on 3 of 3 attempts. The instrument delivered energy without any issues on 3 of 3 attempts. The instrument was fully functional. There was no problem detected.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the permanent cautery hook instrument smoked at the tip. The smoke was visualized from the instrument's wrist joint around the cables during cauterization of gallbladder. The customer switched to another monopolar cautery hook instrument to complete the case with no further issues. The customer called to get the support requesting output values on the integrated electrosurgical unit (iesu/erbe). The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue occurred during procedure and the ports were placed. The system functionality was checked upon powering on the system and the system initially powered on without any errors. The customer replaced the permanent cautery hook instrument with backup instrument to complete the procedure robotically using the same erbe. There was no harm or injury to the patient. It was confirmed the instrument that was used during this reported event was the permanent cautery hook with batch and lot #k12230405/ 0193.